Event description:
A site rep reported that while in surgery during a navigus biopsy case, the passive biopsy needle was tracking intermittently. He said that the needle keeps switching to a blunt regular probe in the software. Asked him whether there was a blunt regular probe in the field, and he verified that there was. Told him to move it out of the field or turn it upside down so the spheres didn't show and he said that the issue persisted. Told him to click on the probe status bar in the software. He said that the doctor was already taking the biopsy and did not want to troubleshoot at that point. There was no impact to the pt.

Manufacturer narrative:
Medtronic rep tested system and could not duplicate issue. System is working as intended.